Manufacturer narrative:
Customer reports the 277kb cable was disposed of. Most likely cause of damage is due to wear of long use. Our IFU recommends trading them out every 3 months if used 2-3 times a week.

Event description:
Allegedly, during an endometrial ablation procedure, the high frequency cable arced and a flame came from the cord where it connects to the 2705e resectoscope working element. The doctor disconnected the cord and extinguished the flame using glycine. They switched out with resectoscope equipment and completed the procedure with no impact on patient.